Event description:
End user called to complain of getting high results when testing the blood glucose test strips with glucose control solution. Trouble shooting by phone showed the strips were giving high results to the user. The strips were replaced and the defective ones were returned for evaluation.